Event description:
It was reported that there was iodine leakage between a minicap extended life pd transfer set and minicap. This was observed during use of the devices for peritoneal dialysis therapy. The issue resolved after the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation with a minicap. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak testing was performed using the returned minicap and no leaks were observed. Clear passage and clamp function testing were performed and no issues were observed. The reported condition was not verified. Should additional relevant information become available a supplemental report will be submitted.